Event description:
It was reported that the hcu30 device was powered on and displayed errors 1008, 3008, 1064 and 3064. The manual states: 1008 main out put pressure sensor error, 1064 main pump control error or faulty pressure sensor, 3008 card output pressure sensor error, 3064 card pump control relay on error or faulty pressure sensor. Unit does not function when these codes are present. No pt involvement. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and identified a blown 4 a net filter and 8 a fuse. The device was repaired and returned to the customer. A supplemental medwatch will be submitted if additional info becomes available.